Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient felt strong chest pain. The patient presented to the hospital and was informed by the physician that the battery of the implantable cardioverter defibrillator "no longer worked." Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No patient complications were reported as a result of this event.